Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, there were unexpected pump reboots observed in the black box. The battery compartment was found to be cracked. There was no moisture observed in the battery compartment. The returned battery cap had stripped threads and it was unable to fit and maintain electrical connection. A test battery cap was used to complete a 24 hours duration test. There were no pump reboots duplicated during this time. The pump¿s cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.